Manufacturer narrative:
Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered in an incorrect transmitter ID into the pump and received an invalid transmitter ID alert. Customer entered in the correct transmitter ID and started a new sensor session. Customer¿s blood glucose (bg) level was 41-70 mg/dl range. Customer addressed bg level with injections and food.